Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted and replaced due to infection with sepsis. The infection was possibly related to a respiratory illness, which led to bacteremia. No additional adverse patient effects were reported.